Event description:
Fraction info and mu are wrong after changing dose fraction and number. The facility experienced the following: starting with an unapproved plan, the fraction scheme was changed and then the plan was approved. In the approval window, the dose was correctly displayed. In the treatment printout section, the normalization prescription was correct but in the fraction info section, the number of fractions and mu/fraction is wrong.

Manufacturer narrative:
The problem could not be reproduced; but data from the user facility suggests the problem could occur. The problem appears to be a synchronization error between different modules in the system.